Event description:
Pt had ruptured implants removed. Insertion of new saline filled permanent implants (mentor saline filled implants, catalog #350-1670 bilateral, lot #239802 bilateral, fill volume 475 ccs IV normal saline bilateral by closed system).